Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead triggered a latitude red alert to be declared due to a low out of range shock impedance measurement. The system was evaluated and other episodes of out of range impedances were noted have been recorded in the history of this system. In addition, variations in intrinsic amplitude, pacing, and shock impedances were noted. Three weeks later, a revision procedure was performed as lead insulation and/or conductor issues were suspected. In addition, the device was intentionally programmed off. The rv lead was removed and successfully replaced. The procedure was completed and all measurements were within normal limits. The device was then programmed back to monitor + therapy. The explanted lead was discarded at the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
A new right ventricular defibrillation lead was successfully implanted. The explanted lead was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.